Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for an unexpected contamination. On (B)(6) 2025, the irrigation fluid tested positive for 21 colony forming units (cfus) of candida parapsilosis and 1 cfu of stenotrophomonas maltophilia. On (B)(6) 2025, the suction and air/water channels tested positive for more than 80 cfus of pseudomonas aeruginosa, stenotrophomonas maltophilia, candida parapsilosis, and klebsiella pneumoniae. On (B)(6) 2025, the suction and air/water channels tested positive for more than 80 cfus of klebsiella pneumoniae, stenotrophomonas maltophilia, ochrobactrum anthropi, and candida parapsilosis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to update h6 type of investigation, investigation findings and investigation conclusions coding. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.